Event description:
Proactif clinical study: it was reported that the patient had ascites post therasphere treatment, requiring intervention. Advanced, multicompartment dosimetry was performed to assess treatment dose. Per-treatment tc-maa uptake by the perfused liver was 120 gy. On (B)(6) 2019, the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day. The therasphere infusion site was to the right liver. Vial 1 of therasphere was infused to the right liver; 2.3 gbq was administered through the catheter positioning at the proper hepatic artery and right hepatic artery (irrespective of origin) (segments v/vi/vii/viii). In (B)(6) 2019, approximately 1 month post index procedure, the site reported an event of ascites. On b)(6) 2019, the subject was hospitalized for oedemato-asciatic decompensation. The corrective action taken was to treat the subject with concomitant medication and fluid puncture was performed to remove the fluid. On (B)(6) 2019, the subject was discharged from the hospital.

Manufacturer narrative:
Date of birth: march 1948 age at time of event: 71 years old at the time of study enrollment. Date of event estimated using first day of month adverse event occurred. Exact day of onset was not reported. Manufacturer address 1: chapman house, farnham bus park MFR site address 1: chapman house, farnham bus park MFR site zip/post code: gu9 8ql.